Event description:
It was reported the customer received a motor error alarm while rewinding their insulin pump. The customer also stated another motor error alarm had occurred after receiving a battery alert. Customer's blood glucose was unknown. The customer also reported they had exposed their insulin pump to a magnetic resonance imaging machine prior to the alarm occurring. Customer also stated they were unable to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with motor error alarm during the rewind due to motor encoder signal out of phase. The insulin pump was unable to perform displacement test or verify alarms due to motor error alarms. The insulin pump was received with cracked case at display window corners and battery tube threads and with minor scratched display window.